Manufacturer narrative:
The field service engineer changed the ise reagent arm, which appeared to resolve the issue. The investigation did not identify a product problem.  The cause of the event could not be determined.

Event description:
There was an allegation of a questionable ise indirect gen.2 sodium result from the cobas 6000 c501 module. The initial result was 133 mmol/l and the repeat result was 142 mmol/l. The questionable result was not reported outside of the laboratory. The electrode lot number and expiration date were requested but were not provided.